Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4): distal conductor distorted, the defibrillation coil was distorted, the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; full lead returned and analyzed.

Event description:
It was reported that there was a high threshold and low impedance. The lead showed dislocation on x-ray, a reposition was attempted, the helix went in, but after finding good position the helix did not come out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.